Event description:
MDR- (B)(4), 2024 ¿ echotip® ultra endoscopic ultrasound needle. All of the patients (100.0%, 92/92) received the needle for sample collection. The most frequent sample location was the pancreas (82.6%, 76/92), followed by equal sampling rates for liver (5.4%, 5/92) and lymph nodes (5.4%, 5/92). Six patients (6.5%, 6/92) had ¿other¿ sampling locations including the rectum, duodenum, esophagus, and peritoneum. The 3 patients (3.3%, 3/92) receiving the needle for rectal lesion sampling were considered off-label. In total, 10 patients receiving the needle for off-label uses were identified. Event description: this complaint was opened to capture 9 issues of off-label / abnormal use. Off label: relevant medical history at time of procedure, coagulopathy (7 patients). Off label: sampling of rectal lesions in 3 patients (includes the 1 patient with ¿puncture of rectal nodule¿ identified above) was considered off-label due to the use of the needle with a colonoscope. (3 patients). This study article did not go into detail which rpns were used off label, this complaint will conservatively capture all events potentially occurring with an echo-19 device. No adverse effects to patient reported in this study. Study population was 64.8 years with a slight preponderance of male patients (55.4%, 51/92).

Manufacturer narrative:
PMA/510k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510k#: k210476. Device evaluation: the device evaluation of the echo-19 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr (B)(4). Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0101 which informs the user about intended use ¿this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ as per the instructions for use, ifu0101 which informs the user about precautions ¿do not use this device for any purpose other than stated intended use.¿ as per the instructions for use, ifu0101 which informs the user about contraindications: "those specific to primary endoscopic procedure to be performed in gaining access to desired site. Coagulopathy". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause can be attributed to the abnormal use of the device. From the information available, echo-19 device was being used along with a colonoscope and additionally, the device was being used in a coagulopathy condition, which constitutes a contraindication as per the instruction for use (IFU), which was confirmed as abnormal use by our medical advisor. As previously mentioned, the intended use section of the IFU (ifu0101) states " this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope ", notes section states ¿do not use this device for any purpose other than stated intended use¿, and the contraindications section states ¿those specific to primary endoscopic procedure to be performed in gaining access to desired site. Coagulopathy.¿ the user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to completion of the investigation on 03-jan-2025.